Manufacturer narrative:
Patient age or date of birth: unk. Patient sex: unk. Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Date of event: unk. Device expiration date: unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, in the patients right eye (od). The surgeon plans to remove and replace the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.